Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had a touch contamination. The patient was not hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin 1 gram intraperitoneally for four doses for the peritonitis event. Dianeal therapies were ongoing. The patient was recovered from the event. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves the same patient as in cmplnt-(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.